Manufacturer narrative:
E1: patient city: (B)(6). Patient country: chile.

Event description:
Reference number (B)(4). Event occurred in chile. It was reported that the patient faced an event with an infusion set where the needle broke inside body while inserting. The site of insertion was reported to be low back. The infusion set was inserted in the body for seconds. No further information available.